Event description:
It was reported that a patient was revised to address a post-operative l3/4 rod fracture.

Manufacturer narrative:
Device was discarded by the surgeon.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient was revised to address a post-operative l3/4 rod fracture.